Manufacturer narrative:
(B)(4). To date the unit has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a forcefx generator was in use during a routine posterior spinal fusion procedure, in which the patient received non-pad site burns. The patient received a left medial distal ankle burn and a left elbow burn. The burns were described as 2nd degree, the size of a pencil eraser head, and were located where non-covidien spinal monitoring disk electrodes had been placed during the procedure. The burns were detected at the end of the procedure when the patient was turned from prone to supine and onto a transport bed. The burns were cleansed, and xeroform and a 2x2 dressing applied. It is not known if or what additional treatment may have been required. Two forcefx generators were used during this procedure and it is unknown which unit was in use at the time the burns occurred. The generator settings were cut/coag 60/60. Covidien pre pads had been positioned on the patient's bilateral thighs for the procedure.